Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as mfg # 2136265-2009-04431 and 2134265-2009-04432. Clinical trial. It was reported that during an angioplasty procedure, a patient hematoma occurred. The right common femoral artery was accessed with a large bore needle through which a j-tip wire was inserted. The needle was removed from the body and a 6fr sheath was placed in the right common femoral artery. An imaging catheter was inserted into the left carotid artery. Selective injection revealed a smoothly contoured, although markedly tortuous carotid artery on the left side. The ostium of the left internal carotid artery demonstrates an 85-90% stenosis. A 6fr sheath measuring 90cm in length was inserted into the left common carotid artery. An amplatz guide wire was used in the procedure. A filter wire was advanced across the stenosis and positioned intracranially. The lesion was angioplastied using a 5mm balloon then stented using a wallstent. This was postdilated using a 5mm balloon with excellent angiograph results post stenting. Mild extravasation of blood was seen from a small branch of the external carotid artery. Post-procedure, all wires and catheters were removed from the patient and arteriotomy site was closed. A moderate sized hematoma involving the left side of the neck was noted due to bleeding from the external carotid artery. The patient was sent to the intensive care unit (ICU) for observation.